Manufacturer narrative:
Additional information: a medtronic representative reported that the amount of inaccuracy could not be identified as the microscope did not come into view during the procedure.

Manufacturer narrative:
Device manufacture date listed as 1/22/2013. Since the system checkout was performed, the microscope was calibrated by a third party manufacturer of the microscope. The medtronic representative has since re-calibrated the microscope and confirmed the accuracy with the navigation system.

Manufacturer narrative:
Device manufacturing date is unavailable. On 01/13/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the surgeon alleged an inaccuracy occurred with their microscope. When the surgeon focused on anatomy using the microscope, the navigation views were all completely black, as if they were navigating out in space. Delay in therapy was less than 5 minutes. The surgeon opted to continue and completed the procedure with only the pointer probe, which was deemed accurate. There was no impact on patient outcome.